Manufacturer narrative:
Follow-up #1: date of submission 11/17/14. Device evaluation: the device has been returned and evaluated by product analysis on 10/30/2014 with the following findings: loss of prime with non-zero force recorded in the black box, but no loss of prime alarms occurred during investigation. Force sensor calibration reading was within specification. Opened pump and trace on force sensor flex cable was cracked at the pin. The battery compartment was cracked from the case seal up toward threads. No moisture or corrosion in pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.the cartridge was also returned to animas and evaluated by product analysis on 11/4/2014 with the following findings: no defect was found; cartridge passed visual inspection, and fill and force tests.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).